Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer stated that the drive support cap is sticking out. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.